Manufacturer narrative:
The universal oscillating saw attachment, serial number (B)(4) was not returned for complaint investigation . The device could not be visually inspected in an effort to confirm the defect reported. In case of the product will be returned, a follow up medwatch will be submitted.

Event description:
It was reported that 4 pins of a saw blade shaft were broken in the universal oscillating saw attachment. There was no pt harm reported. The surgery was on a 15-minute delay.

Manufacturer narrative:
The device was not returned to the MFR at the date of this report, the investigation was then not completed. A f/u medwatch will be submitted once the investigation is completed.